Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: kyphosis procedure: oblique lumbar interbody fusion (olif) and pedicle screw (ps): l2-sai it was reported that during final tightening, the s1 screw came out of the bone due to misalignment of the position of the crown. The screw was replaced and the surgery was completed without any complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.